Event description:
The following information was reported: device jammed during deployment. Aborted deployment successfully and held manual pressure for less than 30 minutes with out any issue. Procedure: coronary, stick location: common femoral artery.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was pulled back against the proximal end of the shuttle. Sealant was protruding from the shuttle cartridge sid slit. Shuttle movement wa checked and slight resistance was felt. Subsequent to proximal sealant appeared to have "swelled", which indicated that it has been exposed to saline. A small piece of sealant was found wedged between advancer tube and shuttle cartridge. This condition may have also contributed to the device jam. The review of the lhr (lot f1408707) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the resistance felt during unsheathing might have been caused by sealant swelling up and increasing the sealant profile causing the sealant to wedge between the shuttle cartridge and the sheath.